Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the self test failed. The fse performed a visual inspection and determined that the operation problem was due to incorrect self check operation performed by the user. The user was guided to correct the self check process and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse guided the user to correct the self check process and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the self-test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.